Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(4).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 410 mg/dl with symptoms of thirst, urination, light headedness, and nausea. The patient stopped pump therapy and used an alternate form of delivery. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there might have been an issue with pump delivery. The reporter reviewed the pump history and found no variations in the recorded insulin deliveries. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission: 26-feb-2019. The device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: a review of the pump history showed the the programmed basal rate was being delivered accurately until the deliveries were halted by the user. The pump passed all delivery accuracy testing. The total daily dose added up correctly with the daily totals. No evidence of delivery malfunctions were verified. Unrelated to the original complaint, the battery compartment was cracked above the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.